Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site (B)(6) - (r987859901, r987862501) it was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 4.28mm and left coronary cusp (lcc) was 3.76mm. The patient developed a left bundle branch block (lbbb) post procedure and a temporary pacemaker was implanted. The following day, the EKG showed narrow qrs and no lbbb, the patient was then discharged. On (B)(6) 2024, the patient reported dizziness and lightheadedness while walking, along with mild shortness of breath. The symptoms were resolved without any intervention.